Event description:
It was reported that the right ventricular (rv) lead triggered an alert for one high impedance measurement. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.